Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt implanted with plate and screws for a c3-c5 acdf in (B)(6) 2010. Follow up x-rays taken (B)(6) 2011 showed screw (04.613.616) backing out approx 1/2mm at c3. Another screw (04.613.816) was shown backing out approx 1mm at c5. Surgeon does not plan to revise the pt. This is the 3rd of 3 reports submitted on this event.